Event description:
The hosp reported five patients presented with urinary tract infections following cystoscopy procedures. Three patients were septic and required hospitalization. The suspect cystoscope was used to perform the cystoscopy on all five affected patients. One pt required treatment in the emergency room, and two other patients developed sepsis and were hospitalized. Urinary culture analysis was performed on the affected patients. All of the results have not been provided at this time but all five pts had urinary tract infections. All pts were successfully treated.